Event description:
Customer reportedly received results of 194 mg/dl, 52 mg/dl, and 113 mg/dl within 2 minutes on the aviva system. The customer was experiencing hypoglycemic symptoms at the time of the results and self- treated with food. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.